Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated the staff members reported that the measurement values on the monitor for measurement of blood pressure and pulse measure fluctuate strongly. The staff personnel is dissatisfied with the systems and time and again report that the measurement values are not coherent. No patient injury/ harm was reported.

Event description:
The customer stated the staff members reported that the measurement values on the monitor for measurement of blood pressure and pulse measure fluctuate strongly. The staff personnel is dissatisfied with the systems and time and again report that the measurement values are not coherent. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
The customer has a feedback that the staff members reported that on two monitors measurement values for measurement of blood pressure and pulse measure fluctuate strongly. The staff personnel is dissatisfied with the systems and time and again report that the measurement values are not coherent. This complaint has been evaluated and does not allege a death, serious injury, or safety issue. The device was evaluated by the local field service engineer (fse). It was determined that the user had problems with the pulse oximetry, the device had misfires and did not recognize the finger sensor. Field service engineer (fse) changed the sensors, but the problem remained. Then the fse replaced the device to resolve issue. The monitors were received by philips and evaluated by the local (german) bench and the product support engineer (pse) in USA. Pse manually compared the cm100 performance of measurement pulse from spo2 and nbp on himself to reading on a vs3. Combining both the results, the results are very comparable to the results obtained by the german bench evaluation, the cm100 nbp measurement seems to be performing to ansi/aami sp10-1992 specification accuracy (max. Mean error ± 5 mmhg with a max. Std. Dev. = 8 mmhg) claim in philips efficia cm100 instructions for use (IFU) specifications. Additionally, the spo2 pulse rate is meeting the accuracy (1bpm or 2% whichever is greater) claim in the IFU. The replacement device remains at the customer site. There have been no additional calls from the customer to report the same failure. No further investigation/action is warranted. The available information from this report does not support that this failure represents a systemic, design, or labeling problem.

Event description:
The customer stated the staff members reported that the measurement values on the monitor for measurement of blood pressure and pulse measure fluctuate strongly. The staff personnel is dissatisfied with the systems and time and again report that the measurement values are not coherent. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. There was no patient involvement.

Event description:
The customer stated the staff members reported that the measurement values on the monitor for measurement of blood pressure and pulse measure fluctuate strongly. The staff personnel is dissatisfied with the systems and time and again report that the measurement values are not coherent. There was patient involvement. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.